Event description:
Customer called requiring help to check glucose meter. Further troubleshooting by phone showed that the standard strip was out of range. The product was replaced and the defective meter returned for investigation.